Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that they think that they're going to have their implant moved because of a pinching sensation. Patient stated that they mentioned that they would never forget that day due to all of the pain they were in. Patient stated that their neurostimulator is pinching their nerves and that it is currently positioned on l4 and l5. Patient stated that the pinching is going down into their leg and that the pinching is in the front of their thigh. Patient followed up by saying that their pain blends all together on the right side of their body. Patient stated that they have an upcoming doctors appointment to find a surgeon to move their neurostimulator to l2 and l3; the patient is hoping that this will help with their pain levels. Patient said that they have had pain for 3 months now and have been down due to that pain. The manufacturer representative (rep) said that there was no way that the issue was from the stimulator. The issue was not resolved.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that they saw the patient for their symptoms of right low back pain, right buttock pain, right anterior thigh pain. Patient underwent diagnostic medial branch test block l4-5, l5-s1 with negative results. They underwent si joint injections with little relief. Patient was advised to call the manufacturer to inquire about the life of their device. Hcp has no plans to intervene with the spinal cord stimulator. Hcp stated there was a miscommunication/misunderstanding. Patient¿s pinching of nerves is that they are not getting pain relief. Hcp has no intention to do anything with the device at all. No surgery is planned or scheduled. The patient¿s pain has intensified over the past couple of years. Hcp inquired about implant life expectancy and about programming of the device. National answering service (nas) number was provided. Hcp wants to see if reprogramming will help the patient for their pain they are experiencing. When the patient was seen they had pain in their right buttock/thigh. Imaging was done and looks primarily clean. The patient has been coming to their office for months and has been experiencing lots of back pain. Asked if patient has been charging ins but it was unknown. Transferred caller to nas to page rep. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.